Event description:
Boston scientific forcep was put into colonoscope channel and as forcep came open unable to get biopsy bite. The camera monitor showed a black object in colon. Forcep was slowly removed with resistance. The colon was flushed and forcep was locked open and malfunction had occurred.